Manufacturer narrative:
Not returned. During explanted of the device and lead, which occurred 3 days after the pt's visit to the ER, the pt became asystolic and a temporary pacing wire was placed with 100% capture. The pt's vitals rapidly decreased and pacing became ineffective due to pulseless electrical activity. The pt passed away during the procedure. No additional info is available at this time. If additional info becomes available, this event will be update.

Event description:
Boston scientific crm received info that this system exhibited a low shock impedance measurement and shorted shocking lead warning. The pt was interrogated in the ER. The device delivered antitachycardia pacing and then shocks at 11 joules, 21 joules, and 41 joules (3 times). The first 41j shock shorted with an impedance measurement <20 ohms. The following 41 joules shocks resulted in good shock impedance measurements but did not convert the rhythm. At the time this info was received, no adverse pt effects were reported.